Manufacturer narrative:
Records indicate the device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker expired approximately two hours after the implant procedure. It was reported the patient had coded in the emergency room and cardiopulmonary resuscitation was administered. The patient was brought to the operating room and subsequently expired. The cause of death was unknown. It was noted that the patient was not in good condition prior to the implant. There were no allegations against device functionality.